Event description:
It was reported that during the implant procedure of a cardiac resynchronization therapy defibrillator (crt-d) device, this right ventricular (rv) lead exhibited loss of capture (loc), noise, and high capture thresholds. The physician opted to replace the lead with a new one. Acceptable measurements were obtained. No adverse patient effects were reported. It is expected to receive this device for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure of a cardiac resynchronization therapy defibrillator (crt-d) device, this right ventricular (rv) lead exhibited loss of capture (loc), noise, and high capture thresholds. The physician opted to replace the lead with a new one. Acceptable measurements were obtained. No adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that during the implant procedure of a cardiac resynchronization therapy defibrillator (crt-d) device, this right ventricular (rv) lead exhibited loss of capture (loc), noise, and high capture thresholds. The physician opted to replace the lead with a new one. Acceptable measurements were obtained. No adverse patient effects were reported. It is expected to receive this device for analysis.